Event description:
An attempt was made to deploy a 2.75mm diameter x 18mm length micro driver rx coronary stent in a patient with ami. The target lesion, located in the lad # 7, was described as excessive tortuous, excessive calcified with 100% stenosis. It is reported that despite pre-dilatation activities, when the physician attempted to deliver the relevant device, it became stuck at the distal lad # 6. Although the physician removed the device and guide as a unit, the stent was retained within the lesion resulting in the reported dislodgement. Thereafter, the physician engaged a new guide catheter and tried to retrieve the dislodged stent using a snare catheter, but failed. Then he captured the stent with the distal part of the guide catheter and pulled it back to the sheath, so the stent was retrieved through the sheath after removing the guide catheter. The patient is reported to be fine and no other sequelae were reported. Communication from the field confirmed that the device was inspected prior to use with no issues noted. The physician commented that this event did not happen due to a product malfunction. Given that the stent remained in th lesion post removal of the delivery catheter, it appears most likely that the lesion morphology impacted on the stent security and the subsequent dislodgement. The device has not been returned, but it has not been identified as the root cause of the event. The root cause of the event was most likely as a result of the patient vessel/lesion morphology. Stent dislodgement is also listed as an inherent risk of a pci procedure.

Manufacturer narrative:
Secondary intervention - evaluation results and results: excessive tortuosity, excessive calcification, 100% stenosis. Stent dislodgement.